Manufacturer narrative:
(B)(4). Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being submitted to report the endocarditis, sepsis and subsequent patient death that occurred less than one month post mitraclip (40509u2/16) implantation. It was reported that the mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr was reduced to 2. On an unknown date, the patient presented to the hospital with cardiac decompensation, endocarditis, staph aureus sepsis and massive tricuspid valve regurgitation. Echocardiogram showed vegetation on the mitral valve and mitraclip. The clips were confirmed to be securely attached to the leaflets. The patient was treated with catecholamine and antibiotics but was not a surgical candidate due to sepsis and comorbidities. The conclusion was there was no chance of healing the patient. Cardiopulmonary resuscitation was performed and catecholamines were given but the patient could not be stabilized. The patient died on (B)(6) 2014 due to complete decompensation with asystole, mostly related to the sepsis. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction. The reported patient effects of endocarditis, septicemia, worsening heart failure, cardiac arrest and death, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that patient in this incident was of high risk and underwent the mitraclip procedure with successful reduction of mitral regurgitation. Reportedly, there was no concern of breach of sterility during the procedure. The patient returned in septic shock secondary to staph aureus infection and evidence of endocarditis of the mitral valve and clip due to the presence of vegetation. It is very unlikely given the lack of concern for break in sterility during the procedure that the device or procedure was causal or contributory to the bacteremia, sepsis and subsequent death. It is more likely that the patients underlying high risk status may have required invasive catheters for monitoring, fluids, drug delivery, etc. And presence of a urinary catheter were causal to these adverse events and subsequent death. There is no evidence of device deficiency or malfunction in causing or contributing to these events. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.